Manufacturer narrative:
Unit passed displacement test. Unit failed self-test. However, no alarms noted during testing. Proceed it by cutting unit open and perform a visual inspection of connectors and electronic stack. Per visual inspection it was determine that the ingress of water corroding electronic assemblies not allowing unit to download. Test p-cap and reservoir locked properly into reservoir compartment during testing. Unable to download history files and traces using thump. The following were noted during visual inspection: scratched case. In conclusion, physical damage not confirmed on the screen. Pump failed to download history files and traces due to moisture damage on the electronic assembly. Exposed to moisture was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump exposed to moisture and the pump screen was tarnished. The customer reported no adverse event. The event involved product(s) mmt-1880. The customer reported that pump was exposed to moisture. Troubleshooting was performed and the fluid was present in pump and the pump did not return to normal function, and the customer did not hear fluid when shaking the pump. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump. Mmt-1880 was requested and the customer response was the device will be returned.